Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was completed on (B)(6) 2021. Patient condition was not provided.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review of new information, the pulse generator should not have been submitted as a medical device report (MDR) as the explant did not take place and therefore there was no serious injury to the patient.